Manufacturer narrative:
Quality-safety evaluation of ptc received on 18-aug-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: inappropriate device therapy. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this literature report derives from the article "outcomes of laparoscopic removal of the essure sterilization device for pelvic pain: a case series". This case report refers to one of the female patients who had essure (fallopian tube occlusion insert) inserted for permanent birth control and experienced new pelvic pain. She underwent a laparoscopic essure removal. This pelvic pain is listed in the reference safety information. In this particular case, the pelvic started after essure insertion and had two essure coils inserted in the left tube. Considering that essure may cause pelvic pain, that she had an additional essure coil in the left fallopian tube that could have a contributory role to this pain and that there is no alternative explanation, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
.

Event description:
This case report from united states derived from medical literature was identified on 22-apr-2016. The title of this article is "outcomes of laparoscopic removal of the essure sterilization device for pelvic pain: a case series". This case report refers to one of the female patients who received essure (fallopian tube occlusion insert) for permanent birth control and experienced pelvic pain. This case refers to the female patient who underwent laparoscopic removal of essure sterilization method for pelvic pain. Per intraoperative findings, this patient had additional microinserts. She had two essure coils removed from the left tube. Author's comments: according to the author, when pelvic pain occurs with known essure placement, it should be thoroughly evaluated as a possible contributing factor. The author concluded that timing of onset after essure placement varied widely (less than a month to greater than a year) and therefore the author suggested that there is no specific window in which complications occur. Also, since the majority of these patients did not have abnormal findings at the time of surgery, the author suggested that even correctly placed essure coils may be a source of pain. Publication abstract: the following presents a case series of 29 referral patients who underwent laparoscopic essure removal for the indication of suspected essure-related pelvic pain and to describe patient characteristics, intraoperative findings and postoperative pain outcomes. Laparoscopic removal for essure-associated pelvic pain is a safe and effective treatment. Linked cases: (B)(4). Company causality comment: this literature report derives from the article "outcomes of laparoscopic removal of the essure sterilization device for pelvic pain: a case series". This case report refers to one of the female patients who had essure (fallopian tube occlusion insert) inserted for permanent birth control and experienced new pelvic pain. She underwent a laparoscopic essure removal. This pelvic pain is listed in the reference safety information. In this particular case, the pelvic started after essure insertion and had two essure coils inserted in the left tube. Considering that essure may cause pelvic pain, that she had an additional essure coil in the left fallopian tube that could have a contributory role to this pain and that there is no alternative explanation, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint is being performed. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.